Event description:
Device data indicates insulation problem, with decreasing impedance. Oversensing and inappropriate therapy suggest lead insulation integrity issue. Replaced for sensing difficulty, insulation degradation.